Event description:
It was reported that the patient had been explanted after a decline in performance had been noted since (B)(6), 2013. No trauma or accident can be confirmed by the parents.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.